Manufacturer narrative:
Insulin pump was received with intermittent up button response due to corroded keypad trace. All operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. No moisture damage inside insulin pump noted.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 121 mg/dl. Customer stated that the up arrow button does not respond sometimes and the act button has a delay when he is attempting to bolus. It was found that last friday the customer fell in the water with the pump in his pocket. Customer stated that he received a battery low alarm later that day. Troubleshooting was performed and customer's blood glucose was 189 mg/dl. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.